Event description:
It was reported that two (2) exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags leaked on the side of the primary container during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H11: two actual devices were received for evaluation. Visual inspection was performed on both the samples, and the reported issue of leakage was not easily identified. Functional leak testing was performed, and it was noted that there were leaks from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, most likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.